Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis (fa) team. Visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade does not retract back and appears exposed inside the jaws. Additional findings related to customer reported complaint: visual inspection found the knife cable was bent at the distal. The bent knife cable was causing the knife to not retract fully.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had an exposed blade. The user was completing the procedure as planned using a backup vse instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.